Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is giving a replace generator soon message. As a result, surgical intervention may be pending to address this issue. Note: this patient has two scs systems. This issue is in regards to their cervical system.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. Issue has been resolved.